Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and reported failure was confirmed. The instrument was found to have a bent grip and the tip does not align with the other grip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument's jaws were not straight and would not allow the clip to apply properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.